Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that three communication errors occurred during a surgery. Two of them occurred following error messages regarding the vigilance device. Reported delay of less than 30 minutes.

Manufacturer narrative:
It was reported that three communication errors occurred. Event summary, device history record review and complaint history review did not identify any contributing factor. Technical investigation confirmed one events out of three, the two other corresponding to another complaint that occurred the same day but during a different surgery and with different root causes (see 3009185973-2018-00205). Technical investigation indicated that the confirmed communication error occurred due to a shared memory problem.

Event description:
It was reported that three communication errors occurred during a surgery. Two of them occurred following error messages regarding the vigilance device. Reported delay of less than 30 minutes.